Manufacturer narrative:
Investigation conclusion: quidelortho personnel was sent onsite for further troubleshooting and training which found the issue most likely caused by contamination (contaminated negative kit control) and carry over. The m312 solana sars-cov-2 assay lot #228726 performed as expected. Customer results could not be duplicated. Issue resolved with technical support and fas on-site visit. Root cause: can not duplicate with retain testing. Customer issue most likely due to contamination. Source: phone.

Event description:
Customer reporting 3 possible false positive sars results. Customer is also experiencing issues with negative kit control and other negative control panels running positive. Carry over and/or contamination is suspect.